Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), oophorectomy ("oopherectomy") and appendicectomy ("appendix surgery") and experienced fallopian tube disorder ("deterioration of tubes"), pelvic pain ("continous pain in pelvis"), fibromyalgia ("fibromyalgia") and intestinal obstruction ("a staple came lose and caused bowel blockage"). The patient was treated with surgery (essure removed without hysterectomy). Essure was removed. At the time of the report, the medical device removal, fallopian tube disorder, pelvic pain, fibromyalgia, oophorectomy, appendicectomy and intestinal obstruction outcome was unknown. The reporter considered appendicectomy, fallopian tube disorder, fibromyalgia, intestinal obstruction, medical device removal, oophorectomy and pelvic pain to be related to essure. The reporter commented: "the patient had got essure removed without hysterectomy as her uterus was compromised as a result of deterioration of the tubes". Concerning the injuries reported in this case, the following ones were reported via social media - appendicectomy, fallopian tube disorder, fibromyalgia, intestinal obstruction, medical device removal, oophorectomy and pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), oophorectomy ("oopherectomy") and appendicectomy ("appendix surgery") and experienced fallopian tube disorder ("deterioration of tubes"), pelvic pain ("continous pain in pelvis"), fibromyalgia ("fibromyalgia"), intestinal obstruction ("a staple came lose and caused bowel blockage") and adverse event ("tubes and uterus removed"). The patient was treated with surgery (essure removed without hysterectomy). Essure was removed. At the time of the report, the medical device removal, fallopian tube disorder, pelvic pain, fibromyalgia, oophorectomy, appendicectomy and intestinal obstruction outcome was unknown. The reporter considered adverse event, appendicectomy, fallopian tube disorder, fibromyalgia, intestinal obstruction, medical device removal, oophorectomy and pelvic pain to be related to essure. The reporter commented: "the patient had got essure removed without hysterectomy as her uterus was compromised as a result of deterioration of the tubes". Concerning the injuries reported in this case, the following ones were reported via social media: appendicectomy, fallopian tube disorder, fibromyalgia, intestinal obstruction, medical device removal, oophorectomy and pelvic pain, tubes and uterus removed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jun-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), oophorectomy ("oopherectomy") and appendicectomy ("appendix surgery") and experienced fallopian tube disorder ("deterioration of tubes"), pelvic pain ("continous pain in pelvis"), fibromyalgia ("fibromyalgia"), intestinal obstruction ("a staple came lose and caused bowel blockage") and adverse event ("tubes and uterus removed"). The patient was treated with surgery (essure removed without hysterectomy). Essure was removed. At the time of the report, the medical device removal, fallopian tube disorder, pelvic pain, fibromyalgia, oophorectomy, appendicectomy and intestinal obstruction outcome was unknown. The reporter considered adverse event, appendicectomy, fallopian tube disorder, fibromyalgia, intestinal obstruction, medical device removal, oophorectomy and pelvic pain to be related to essure. The reporter commented: "the patient had got essure removed without hysterectomy as her uterus was compromised as a result of deterioration of the tubes". Concerning the injuries reported in this case, the following ones were reported via social media - appendicectomy, fallopian tube disorder, fibromyalgia, intestinal obstruction, medical device removal, oophorectomy and pelvic pain.,tubes and uterus removed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: new events were added: tubes and uterus removed and reporter information were updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.